Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint not confirmed. Complaint tubing not returned for evaluation. No problems found with the returned pump upon our evaluation. The returned ar-6480 pump was run with lab tubing set at varying pressures. Pump ran for approximately 20 mins with no issues. Based on the information provided and the device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (pre-operative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the customer that the pump continued to fill the joint with fluids after the preset pressure was reached. The capsule of the knee "cracked" (this is the (B)(4) to english translation) causing stated extravasation. Follow-up investigation: patient had to stay in clinic over night, received regular physiotherapy, no further information available at the moment. Further follow-up investigation: the "crack" (this is the (B)(4) to english translation) of the capsule was observed during and after the surgery. The pressure was set to 30mmhg and there was no alarm displayed. The tubing set was discarded after the case so part and lot number are unknown. The tubing was not disconnected while the pump was on but the 'clamp test' was not performed prior to use of the pump.